Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent ventral incisional hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted dense adhesions between the mesh and the abdominal wall. It was reported that the patient experienced severe chronic pain and discomfort. It was reported that the patient had previously underwent ventral incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. Other implanted product is captured in a separate file. No additional information is provided.